Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent dental surgery on an unknown date and suture was used. During the procedure, the surgeon placed needle into gum tissue and the suture strand broke off from the needle at the swage. The procedure was completed with a like device. There were no adverse patient consequences reported.